Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The advocate stated that the customer does not wash his hands prior to testing. As per the contour xt user guide, "wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. The device manufacture date could not be determined.

Event description:
An advocate called on behalf of the customer to report that he obtained blood glucose readings of 31.4 mmol/l, 19.4 mmol/l, 9.0 mmol/l, and 22.0 mmol/l within 10 minutes on the contour xt meter. There was no allegation of an adverse event. The customer disposed the test strips. However, they were advised to return the meter for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
Section h4 has been updated with the device manufacture date for the contour xt meter.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.